Manufacturer narrative:
The product is not expected to be returned. If the product is later returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that at a pre-discharge check this left ventricular (lv) lead exhibited oversensing and loss of capture (loc) due to confirmed lead dislodgement. Surgical intervention was performed and the lead was explanted and replaced without issue. No additional adverse patient effects were reported.